Manufacturer narrative:
On (B)(6) 2015, during the initial phone conversation with the technical support specialist (tss) the customer indicated that the preventive maintenance was performed in (B)(6) 2015, their quality controls (qc) were within ranges although they did know the manufacturer and lot of the used qc. A new column was installed in (B)(6) then the analyzer was calibrated (lot # of calibrator unknown), the operator noticed a qc shift up after the new column/calibration was done. Customer indicated taking no action after the shift except that they ran with shifted qc and performed the survey. They indicated that they have no set calibration frequency. Tss provided a new calibrator lot to the customer to repeat the calibration and the survey. Results with new calibrator lot were within expected ranges. No further actions were required by tss. The most probable cause of the reported event was poor calibration/no operator action to qc shift. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer failed cap patient results failed high with their g8 analyzer. This is considered as discrepant patient results. A technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.